Manufacturer narrative:
(B)(4). The providers used a different defibrillator to deliver therapy. There was no report of any negative patient impact. The device was evaluated by philips locally and the symptom was confirmed. The failure was isolated to the therapy pca. Replacement of the therapy pca resolved the symptom.

Event description:
This customer reported that after a shock was advised, the defibrillator failed to discharge.